Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she filled the reservoir and connected the tubing and discovered that there was an air bubble. The customer changed her infusion set. The customer declined to troubleshoot for air bubbles.